Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia and insulin pump had critical pump error as well as broken force sensor was detected during seating or regular delivery. It was reported that the customer had high blood glucose ranged from 10.0 mmol/l to 29.0 mmol/l. The customer¿s blood glucose level was 12 mmol/l at the time of incident. Customer stated the insulin pump was not exposed to a high magnetic field. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.